Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a case report received through the (B)(6) through baxter's after hours call service on (B)(6) 2010 from a male home patient (B)(6) who attends (B)(4). It was reported that on (B)(6) 2010 the homechoice machine sounded a 2240 alarm (air in set) during fill 1 of 4. The technical service representative explained the alarm and advised the patient to start over with new supplies and contact the renal nurse. No sample is available for evaluation.